Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on both exhaust tubes of the cylinders. No functional abnormalities were noted with either cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. The information received indicated the device was not sustaining pressure, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available, when filling the cylinders, the prosthesis did not sustain the pressure and the liquid returns to the reservoir. The devices were replaced.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. No trends were noted for complaints and there were no non-conforming reports or CAPA's that were confirmed to be associated.

Event description:
According to the available, when filling the cylinders, the prosthesis did not sustain the pressure and the liquid returns to the reservoir. The devices were replaced.